Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the light of the spyscope did not appear when the scope was connected into the controller. A plastic stent was placed inside the patient. The procedure was rescheduled on (B)(6) 2022 and was completed with another spyscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. Connection was attempted based on the appearance of the five dot screen, but no image was displayed. The device was fully articulated in all directions; no changes tot he image and it remained off. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the connection of the camera wires to the printed circuit board assembly (pcba) was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. A known good umbilicus cable was connected to the scope and no image was displayed. During manipulation of the glue feature during disassembly, the camera wire became damaged. Subsequently analysis of the image chain was impossible due to the damaged camera wire. The camera wire in the breakout region was visually inspected; no damage was noted to the camera wire or jacket. There were no procedural residue on the plastic optical fibers (pofs) and camera wire in the breakout region, and the device appeared unused. The reported event was confirmed; however, the probable cause was undetermined, and the device remains undiagnosed. A review of the risk documentation confirms that the problem is not a new or unanticipated event. Additionally, a device history record (DHR) review was conducted and it was determined that there were no deviations that could have contributed to the reported event and that the product met all manufacturing specifications. The risk documentation lists that the reported event can be caused by damage to the electronic components, fluid leaks, tip damage, or cross-talk between electronics. The design failure modes and effects analysis (dfmea) lists mitigations in place that control design features through specification and manufacturing inspection, therefore there is no evidence the design or manufacturing of the device contributed to the complaint. Based on limited information, the investigation findings do not lead to a clear conclusion about the cause of the reported event therefore, this investigation is being assigned a probable cause of cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a cholangioscopy procedure performed on march 21, 2022. During the procedure, the light of the spyscope did not appear when the scope was connected into the controller. A plastic stent was placed inside the patient. The procedure was rescheduled on april 1, 2022 and was completed with another spyscope. There were no patient complications reported as a result of this event.